Event description:
Follow-up information revealed reprogramming was unable to resolve the patient's issue. However, no further intervention is planned at this time.

Event description:
It was reported the patient experienced ineffective stimulation from the scs system. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention on (B)(6) 2019, where an additional lead was implanted. The existing lead was also disconnected during the procedure. Intra-op testing revealed the patient had bi-lateral coverage. However, in recovery, the patient had only left sided coverage. The patient will undergo additional reprogramming as the next course of action.

Event description:
Follow up information revealed that reprogramming resolved the issue and no further interventions are planned.